Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We had started our last case of the day, a bi-lateral uni, and multiple issues arose throughout. While attempting to burr the long guard came loose and made contact with the burr. When trying to retighten the long guard to the rotary attachment, dr. (B)(6) struggled to re-attach the thread almost like the long guard had been damaged when it made contact with the burr. The doctor tapped it with a mallet and final got it to engage. He then tightened it with a pair of pliers on the field. While resuming to burr dr. (B)(6) attempted to adjust one of the retractors in the wound and his finger made contact with the running burr. He immediately ran out of the room and attempted to wash his wound. After about 30 minutes he came back in and we finished the left uni of the patient with no further complications. During the interim of preparing the patients other knee, I asked if dr. (B)(6) was ok. He said he wasn¿t sure. I then asked if there was anything he would like for me to report to the engineers since pka 3.0 is still an lmr. He said no. Additional information provided by the mps. The patient had a spinal IV sedation with propofol. The doctor used first aid techniques to temporarily patch the finger to complete the case. I have been told he went to a doctor for treatment afterwards. Unknown what the treatment was or severity. There was a surgical delay of at least an hour. The surgeon used different first aid techniques and other doctor was contacted for a consult at a later time. This pr was generated for the events associated with the patient's left knee case.

Manufacturer narrative:
Reported event: it was reported that the rotay attachment contributed to the event causing tissue damage to the user. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot no was not provided. Complaint history review: complaint history review was not performed as the lot no was not provided. Conclusions: the device could not be evaluated as the device was not returned for evaluation, if addition information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
We had started our last case of the day, a bi-lateral uni, and multiple issues arose throughout. While attempting to burr the long guard came loose and made contact with the burr. When trying to retighten the long guard to the rotary attachment, dr. (B)(6) struggled to re-attach the thread almost like the long guard had been damaged when it made contact with the burr. The doctor tapped it with a mallet and final got it to engage. He then tightened it with a pair of pliers on the field. While resuming to burr dr. (B)(6) attempted to adjust one of the retractors in the wound and his finger made contact with the running burr. He immediately ran out of the room and attempted to wash his wound. After about 30 minutes he came back in and we finished the left uni of the patient with no further complications. During the interim of preparing the patients other knee, I asked if dr. (B)(6) was ok. He said he wasn¿t sure. I then asked if there was anything he would like for me to report to the engineers since pka 3.0 is still an lmr. He said no. ***additional information provided by the mps***: the patient had a spinal IV sedation with propofol. The doctor used first aid techniques to temporarily patch the finger to complete the case. I have been told he went to a doctor for treatment afterwards. Unknown what the treatment was or severity. There was a surgical delay of at least an hour. The surgeon used different first aid techniques and other doctor was contacted for a consult at a later time. This pr was generated for the events associated with the patient's left knee case.

Manufacturer narrative:
Follow-up #2 and final report submitted to update date rec¿d by MFR, PMA/510k.

Event description:
We had started our last case of the day, a bi-lateral uni, and multiple issues arose throughout. While attempting to burr the long guard came loose and made contact with the burr. When trying to retighten the long guard to the rotary attachment, dr. (B)(6) struggled to re-attach the thread almost like the long guard had been damaged when it made contact with the burr. The doctor tapped it with a mallet and final got it to engage. He then tightened it with a pair of pliers on the field. While resuming to burr dr. (B)(6) attempted to adjust one of the retractors in the wound and his finger made contact with the running burr. He immediately ran out of the room and attempted to wash his wound. After about 30 minutes he came back in and we finished the left uni of the patient with no further complications. During the interim of preparing the patients other knee, I asked if dr. (B)(6) was ok. He said he wasn¿t sure. I then asked if there was anything he would like for me to report to the engineers since pka 3.0 is still an lmr. He said no. Additional information provided by the mps: the patient had a spinal IV sedation with propofol. The doctor used first aid techniques to temporarily patch the finger to complete the case. I have been told he went to a doctor for treatment afterwards. Unknown what the treatment was or severity. There was a surgical delay of at least an hour. The surgeon used different first aid techniques and other doctor was contacted for a consult at a later time. This pr was generated for the events associated with the patient's left knee case.